Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one scissor blade was broken off. The broken blade had fractured at the cross section of the cable crimp and the fracture plane is straight. The detached blade was returned with the instrument. No other damage was found.

Event description:
It was reported that during a da vinci s hysterectomy procedure the tip of the monopolar curved scissors instrument broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.